Event description:
A nurse reported following an implantation of a glaucoma filtration device (gfd), the device became plugged. The gfd was replaced with another. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and has been sent to sterilization. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).